Event description:
It was reported that the infusion device went into stop-mode without first providing an error message. The patient alleges that the device failed to display e4 (occlusion error) on several occasions. The patient experienced elevated blood glucose levels during the times the device went into stop-mode with no error message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).